Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of ns leaked after infusing for less than 12 hours. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment which measured 1.447mm long. Examination under magnification showed a crush mark on the upper blue fitment. Functional and pressure testing was performed; a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.